Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) had a blank screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 60-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the atx board, the coin cell battery, and the peripheral component interface (pci) cable. The unit operated to the manufacturer's specification.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.